Event description:
The customer stated that: "the equipment has been powered up but keeps powering down". The system went into the stand alone mode, c-arm initializing. After a system reboot, it was functioning. "The system now displays an error message m059".

Manufacturer narrative:
(B)(4). The field service engineer (fse) troubleshot the device and found a problem with pulsemaster board. He replaced the board but the fault re-occurred. The fse found an additional problem with the stand trolley cable, he replaced the stand. Trolley cable. These repairs solved the problem.